Event description:
It was reported that during a pcf (c3-c6) for treating cervical damage on (B)(6), 2021, the drill bit broke. While the surgeon was adjusting screw insertion direction against the hardened bone, pressure was added to the drill bit, which lead to tip¿s breakage (approximately 16mm long). The fragmented tip was removed from the patient¿s body. Next, torque feature on the torque limitation handle became out of order during rod deployment. The procedure was completed with less than thirty minutes delay. No further information is available. This report is for a 2nm torque limiting handle with quick coupling. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Part: 03.614.035, synthes lot: 6652553, supplier lot: 6652553. Release to warehouse date: august 22, 2011. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The product was returned to us customer quality (cq) for evaluation. The device was sent to (B)(6) for torque testing. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that no defects were found with handle w/torq limit 2nm w/quick-coupl. The dimensional inspection was not performed as internal components were inaccessible without destruction of device. The functional test was performed by (B)(6) to check the specification of the device. The handle failed all torque evaluation steps and was noticeably running very rough. The device cannot be repaired. The received drill bit tip showed signs of usage on its cutting edges; it cannot be verified why it was broken apart and if it was linked to the event description but a torque of 4.6nm would cause the unintended forces on the drill bit and could result in the breakage. Thus device failed to function as intended. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for handle w/torq limit 2nm w/quick-coupl. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawing reflecting the current and manufacture revision was reviewed: -torque limiting handle quick coupling device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.